Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(6) displayed 'system error, out of service, revert to manual CPR' error message upon powering up" was not confirmed during functional testing and archive data review. The reported complaint could not be replicated during the investigation, and no system error was recorded throughout the archive. Upon visual inspection, no physical damage was observed on the returned autopulse platform. A review of the archive data revealed there was no active device operation that occurred on the customer's reported event of (B)(6) 2020. The last time the autopulse platform was powered on/used by the customer was (B)(6) 2020, and the autopulse was powered on for less than two minutes before the platform displayed a user advisory (ua) 24 (timeout moving to "home" position) error message. The ua24 error is unrelated to the reported complaint, and it was cleared by the customer. Further review of the archive revealed multiple fault code 16 (timeout moving to take-up position) error messages to have occurred around the customer's reported event date, unrelated to the reported complaint. The fault code 16 error was replicated during the functional testing, and the root cause was determined to be the defective drivetrain motor, which will be replaced to address the issue. Furthermore, the archive data showed multiple fault code 29 (loss of brake connectivity) error messages to have occurred around the customer's reported event date, unrelated to the reported complaint. The brake monitoring circuit detected a loss of connectivity on the brake driving circuit and resulted in the platform to display the fault code 29 error intermittently. The root cause was determined to be due to the defective power distribution board, which will be replaced to remedy the fault. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per auto pulse user advisory list, user advisory 24 error message alerts the operator that the driveshaft will have to travel out of the specified range to get to the calculated compression depth. This error occurs if there is an internal component error or device malfunction. If there is no internal component failure/malfunction detected, this error message can be cleared when the user press restart. The autopulse platform failed initial functional testing due to fault code 16 error message displayed during take-up, unrelated to the reported complaint. The autopulse did not achieve the target depth for take-up within the specified time (~5 secs) due to the defective drivetrain motor (slipped bushing). When the bushing slipped, the drivetrain motor did not seize and was unable to rotate or it made a grinding noise during take-up. Also, it was noted that the drivetrain motor had mild corrosion at the brake housing area, likely due to humidity. This type of corrosive damage is indicative of either usage of the autopulse platform and/or indicative of storing the device in a location with high ambient humidity. A review of the autopulse platform archive revealed that frequent daily checks were performed by the customer. As per the customer, the autopulse platform was stored in the zoll carrying case placed on a trolley in the hospital area. The autopulse platform is a reusable device and was manufactured in april 2014, and it is over 6 years old, has exceeded its expected service life of 5 years. Nevertheless, no documented report was found showing that regular preventative maintenance (pm) was performed. Therefore, user mishandling cannot be ruled out as performing regular preventive maintenance and storing the device in a less humid place could extend the life of the drivetrain. The defective drivetrain motor assembly needs to be replaced to remedy the fault. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. The probable root cause for this issue is most likely due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. The drivetrain motor assembly including the clutch plate will be replaced to address the issue. Awaiting the customer's approval for repair.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn: (B)(4) displayed "system error, out of service, revert to manual CPR" error message upon powering up. No patient involvement.